Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. There was no patient involvement the event occurred in (B)(6) room.

Event description:
It was reported that a droplet was noticed behind the stopper of a 60ml bonded texium syringe when pulling back unspecified medication. The event occurred in the pharmacy chemo room. There was no report of patient involvement.

Manufacturer narrative:
Continued from concomitant medical product: 100mg/20ml oxaliplatin injection vial; texium cap; therapy date (B)(6) 2019. The customer¿s report of a leak behind the plunger was confirmed. Visual inspection confirmed that traces of dried white medication were observed behind the plunger of the syringe. Functional testing was conducted and testing showed no anomalies. Inverting the syringe with the tip facing up and using one hand to pull the plunger down caused the plunger to tilt slightly allowing liquid to get passed the plunger. Extracting fluid this way successfully replicated the customer¿s report. The root cause of the customers report of medication being found behind the plunger could not be definitively determined.

Event description:
It was reported that a droplet of oxaliplatin medication was noticed behind the syringe stopper of a 60ml bonded texium syringe, when pulling back the medication. The event occurred in the pharmacy chemo room. There was no report of patient involvement.